Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a consumer reported an infection to the rep. It was stated the consumer had asked a lot of legal questions and had considered legal action. It was stated the consumer reported infection symptoms. The consumer spoke to the rep on (B)(6) 2017 and reported an infection. The area around the pump, the pump, and the tip of the catheter were all swabbed and the infection was not found to be at those sites. The infection was not confirmed and the event was said to had taken place in 2015. It was told the infection began a couple of months after the pump implant. No interventions were mentioned and it is noted the pump was currently working fine and was the same pump. A day or two after the patient had the pump implant on (B)(6) 2015 the patient was in the hospital and was incoherent and the consumer felt the pump replacement that the patient got wasn't working. It was discovered the patient had an infection at the pump implant site, but the type of infection was unknown. The consumer stated the patient had a fever, incoherency, lethargic, little bit of redness at the pump implant site, but no drainage. It was stated that the consumer was pretty sure the hospital cultured the infection. The patient was treated for several days with intravenous antibiotics for the infection. It was stated that due to the health of the patient at the time the pump was left in the patient and was still in there as of (B)(6) 2017. It was stated the patient relocated to (B)(6) in (B)(6) 2016 and got a new managing healthcare professional to take care of the pump. No further complications were anticipated/reported.